Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. The customer contacted technical support, which provided instructions to reset the pump. The customer successfully reset the device, and the malfunction code did not reappear. Technical support advised the customer to continue using the pump and to call back if any issues reoccurred. Additionally, the customer expressed interest in the renewal process, and necessary steps were initiated to proceed.